Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply and the generator interface (gib) pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of communication error. The fse determined the cause of the problem to be the generator interface board(gib). The fse replaced the gib to resolve the issue. As part of troubleshooting the fse replaced the ps1 power supply however, this did not resolve the issue. As a result of the gib being replaced it is necessary to re-flash the nodes and reload the calibration files as part of the installation for the new gib. The fse verified system functionality. The generator interface board(gib) pcb interfaces with the mainframe and the workstation. The gib functions include communication with the system application code via arcnet communication, control and monitoring ma and kv in the generation of x-rays, reading the foot-switch, hand-switch and control panel x-ray command and security signals for x-ray generation, monitoring of the frame sync for x-ray pulse generation, enabling and monitoring and the x-ray interlock system, control and monitoring of the battery charging rate, initiation and control of the pre-charge cycle, control and monitoring of the x-ray tube stator, and image intensifier power on control. An issue with the generator interface board can cause a communication error. Based on age of the system, manufactured in 2002, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used.